Event description:
It was reported that following catheter revision, the patient experienced bleeding which soaked through the bandages and clothing. The patient went back to the emergency room for two hours, with little help. The patient eventually decided to head home since he was tired of waiting. Additional information received reported that the patient also experienced fever, edema/seroma/hematoma, and probable infection of the intrathecal drug delivery system. After discussion between the physician and the patient, the decision was made to remove the drug delivery system. The neurostimulator was also removed at the patient's request. Reference MFR report #2182207-2008-05832.

Manufacturer narrative:
Final device analysis of the catheter revealed multiple cuts in the proximal portion of the distal catheter that was very leaky. Final device analysis of the pump revealed no anomaly found.